Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl via an implantable pump for non-malignant pain and failed back surgery syndrome. The dose and concentration were unknown. It was reported that 2-3 weeks ago (from (B)(6) 2017), the patient received too much medication. The onset of the symptoms was sudden. The consumer wanted to know why there was not a certain setting for the amount of medication a patient needed. The patient went to the healthcare provider (hcp) to have the pump filled. They refilled and adjusted the pump so the pump would give the bolus of extra medication every 2 hours instead of the patient using the personal therapy manager (ptm) to give herself a bolus. Within 5 minutes of leaving the hcp¿s office, the patient "fell out". It was clarified that "fell out" meant the patient ¿kind of passed out.¿ the patient stopped talking, her eyelids dipped, and she could not speak. The patient was still breathing. The patient was taken back to the hcp¿s office. The hcp decreased the medication and called an ambulance. The patient was taken to the hospital for 2 days. They did ¿a lot of tests.¿ they did 1 CT scan and were going to do a follow up CT scan. The consumer was unsure if they had done the follow up CT scan yet or not. They were checking to see if the patient had a stroke or seizure. The patient started going through withdrawal after getting out of the hospital 2-3 weeks ago (from 2017-may-22). They went back to the hcp 3 times in the last 3 days (from 2017-may-22), and he was increasing the pump medication. It was noted that the patient used to have morphine in the pump but was having a reaction to the medication. The reaction was to the stomach and nausea. The drug at the time was morphine, and the dose and concentration were unknown. The reaction to the medication occurred on 2016-jan-11. It was also noted that the patient was developing dementia. The patient was not sure of herself and had forgotten how to use the ptm. There was no out of box failure reported. There was no medical or therapy problem associated with small parts reported. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer's family member. It was reported that they had taken the medication out of the pump.